Event description:
It was reported that a large volume folfusor leaked; further described as "leaking within the outer case". The issue was discovered before patient use. The device was filled with 3850mg fluorouracil in 230ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: lot manufacture date: october 04, 2022 - october 05, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified fluid inside the device bottle suggesting a leak may have occurred. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.